Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the shunt sensor was leaking. There was blood loss of less than 10cc. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 3, 2018. (B)(4). The sample was not returned for evaluation; however, a photograph was provided. The provided photograph was reviewed and it was confirmed, that the leak occurred at the large blue adaptor cap. A retention sample from the affected part number/lot number combination was obtained and visually inspected, no anomalies found with the part or the packaging. The retention sample was leak tested and found to pass. It is likely, that during the setup of the circuit, the connections made with the shunt sensor were not completely tightened or closed, causing them to leak. It is also likely, that during the gas calibration, when the large luer cap was loosened, it had not been retightened prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.